Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a clogged channel. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the channel was blocked due to a clogged suction cylinder. In addition, the evaluation found the following; tear and scrape marks on the forceps passage; loose tension and play on the control knobs; minor dents and scratches on the distal end plastic cover, a chip on the objective lens, a cracked light guide lens, cracked bending section cover glue, a clogged nozzle on the suction flow, customer tape on the control body, surface scratches on the light guide tube, and minor scratches on the scope connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the suction cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was it possible to confirm any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.